Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1500670 investigations did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the disposable skin stapler misfired staples; it did not approximate or hold skin edges. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one visistat stapler for investigation. The unit was received loose without its original packaging. The returned sample was visually examined with and without magnification. Visual examination revealed that the stapler appears typical. All pieces were returned and no parts of the assembly appear to be missing. The staples appear to be misaligned. The stapler was received with 29 staples remaining in the cartridge indicating that the stapler was fired 6 times by the end user. No other defects or anomalies were observed. An attempt was made to fire the stapler. Using hand pressure, the trigger was engaged to completion. The stapler loaded and formed one correctly formed staple. This action was repeated with a partially formed staple as a result. This action was repeated two more times with the same result of a malformed staple. The stapler only loaded the staple on one side of the forming tool as a result of the staple misalignment. At this point, the stapler would not fire. The stapler was disassembled and it was confirmed to be assembled correctly. A misaligned staple was jammed at the patient end. The staple was removed and the stapler was reassembled. Using hand pressure, the trigger was engaged to completion. The other remarks: stapler loaded and formed one correctly formed staple. This action was repeated two more times with the same result. An attempt to simulate insertion into the skin was then attempted using the returned stapler and a foam pad. The stapler was pressed against the foam pad and the trigger engaged. The stapler fired one correctly formed staple into the foam pad. This was repeated two more times with each staple firing correctly and engaging with the foam pad (reference files (B)(4)). No defects or anomalies could be found. A corrective action is not required at this time as it cannot be determined what caused the staplers to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of the staples grabbing skin was not confirmed based upon the sample received. The stapler was able to fire staples. The first attempt, the stapler loaded and formed one correctly formed staple. However, the next three attempts the stapler fired malformed staples and after would not fire at all. The stapler was disassembled and it was confirmed to be assembled correctly, however, a staple at the patient end of the stapler were found to be misaligned and jammed. Once the misaligned staple was removed, the stapler functioned with no issues including inserting properly into simulated skin. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staplers to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The stapler was returned with 29 staples in the cartridge indicating that the stapler was fired 6 times by the end user. The potential cause of this complaint issue could not be determined.

Event description:
Reported event: the disposable skin stapler misfired staples; it did not approximate or hold skin edges. The patient's condition was reported as fine.